Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with no visible damage to the keypad. During testing, the contrast, up arrow and down arrow keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under the contrast, up arrow and down arrow keypad button contacts. Unrelated to the initial complaint, the audio bolus button cover was torn, but was normally responsive. In addition, the battery compartment was cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.